Event description:
The pt reported obtaining a 'not enough blood' prompt while testing. They retested, and again obtained not enough blood prompt. They described correct testing technique. Pt had no symptoms or medical intervention. Meter replaced.